Event description:
It was reported that during an intervention to the left circumflex (cx) artery with heavy tortuosity, a perforation occurred. The 2.80x19mm graftmaster stet system failed to reach the perforation. The device was removed without reported issue and another same size graftmaster stent was implanted to seal the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.